Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient was recovered from the peritonitis event (previously reported as unknown outcome). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with intraperitoneal injection vancomycin (1 gram, stat, duration not reported) and injection tazact intravenous (4.5 grams, twice daily, duration not reported) for peritonitis. The outcome of the event was unknown. Pd therapy was ongoing. No additional information is available. This is report 3 of 3.